Manufacturer narrative:
This report is being filed under exemption e2012070 (B)(4). The citadel bed is intended for the acute and post-acute care environments. Each citadel bed is equipped with electric and manual CPR responsible for lowering the backrest to the horizontal position to enable cardio-pulmonary resuscitation to be carried out. Even though the electrical components are inoperative, the citadel patient care system is equipped with a manual CPR lever which activated in an emergency situation, enable the bed to lower all sections to flat position. The manual release handles are located below the calf section on either side of the bed. The electric cprs are built up in safety side panels. On 2017-aug-28 arjohuntleigh was notified about the incident involving citadel bed. The reported malfunction took place in (B)(6) hospital in (B)(6). Following the information reported all bed electrical functions including electric CPR stopped functioning. There was no ability to use electric CPR function to lower the bed in order to perform resuscitation. The manual CPR was then used to lower the bed. As per customer facility the bed malfunction potentially caused a delay in resuscitation being commenced. At the time the malfunction occurred the patient suffered cardiac arrest which in clinical expert opinion meets the definition of a serious injury as defined in 21 cfr 803.3. Fortunately the resident was successfully resuscitated with no further heath consequences. It needs to be emphasized that all manufactured citadel beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The bed involved in the incident was the rental device owned by arjohuntleigh. The preventive maintenance was performed regularly. After the malfunction occurrence the bed was inspected by arjohuntleigh technician. The evaluation revealed that there was no technical deficiency found within the device except from hi/lo actuators that lost their position. The technician calibrated the bed. The device was technically checked and was found to be fully operational and up to the manufacturer's specification. The complaint was decided to be reportable due to the allegation of not working electric CPR in emergency situation (patient's resuscitation) and the cardiac arrest that the patient sustained. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that the electrical CPR did not work due to the bed being out of calibration, however we were not able to establish the exact root cause and sequence of the events which have led to such a dysfunction of the bed. It was reported by the customer that the electric CPR did not work and from that perspective, the citadel bed did not meet its manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 (B)(4). Additional information will be provided upon the conclusions of the device investigation.

Event description:
On (B)(6) 2017 arjohuntleigh was notified about an incident involving citadel bed. It was reported that all bed movement functions including electric CPR stopped functioning. Due to the inability to raise the backrest section of the bed the patient suffered cardiac arrest. There was no ability to use the electrical CPR function or lower the bed to the ideal height to perform resuscitation. Eventually the manual CPR was used to lower patient's deck. Patient was resuscitated successfully.